Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported before intraocular lens (iol) implant procedure, haptic was missing. There was no patient contact and procedure was completed on the same day. In the surgeon¿s opinion quality issue with iol contributed to event. Additional information received stating that the scrub tech did not even attempt to load the lens since upon inspection, noticed that it was missing a haptic. In the surgeon¿s opinion product contributed to the event.

Manufacturer narrative:
Based on available information following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).